Event description:
It was found during a baxter eval that a pump has a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Using known good test components, the eval experienced constant system error 105 alarms caused by failed motor flex. The motor assembly will be replaced.